Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The hp also stated that they saw ¿air pockets¿ in the patient line. During troubleshooting, the hp stated that they did not check the patient line for a complete prime before connecting. Patient extension lines were used and were connected prior to priming. The technical service representative (tsr) explained the importance of checking the patient line to make sure it is fully primed. The tsr then assisted the hp in ending therapy and removing the cassette. The hp was to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: although the home patient stated he did not check the patient line for a complete prime before connecting, insufficient information was provided to determine the cause of the alarm. If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.